Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's ins isn't controlling their symptoms very much at all right now, they have experienced a return of target symptoms over the past couple days in (B)(6), and reports a fall on (B)(6) 2017. They have not tried changing programs, but the patient has turned amplitude up to 2.0v. Therapy is on and stimulation was increased further on the call to 3.0v. They are feeling stimulation in their rectum, but also have an uncomfortable sensation where the wiring is at so stimulation was lowered to 2.7v which resolved the issue. Patient was advised to connect with their healthcare provider (hcp) to have the ins assessed. No further patient complications have been reported as a result of this event.